Event description:
It was reported a system error displayed on the screen. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4). System error occurred during start up. The link electronics module printed circuit board was found out of specification. Connector loose. Keyboard hinge broken. The rf (radio frequency) head label and rf cable were found damaged.